Manufacturer narrative:
Initially it was reported that the flow/bubble sensor was not detecting during treatment. During service date the customer explained detailed that there were multiple issues with the flow/bubble sensor. First they noted that the sensor came off the tubing while in use, the flow signal went away but the sensor did not alarm for a bubble. They later noted that the sensor alarmed for a bubble but could not find any indications of a bubble in the system. The customer swapped the sensor with a different flow/bubble sensor and continued therapy with no further issues. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-16. The flow/bubble sensor was replaced preventivly as the fst could not reproduce the reported failures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files analysis shows the error message; "arterial bubble detected" on the reported date of event: 2022-12-15 several times. This means that the flow bubble sensor is active and can detect bubbles. A disconnection of the flow/bubble sensor was also logged on 2022-12-05. Further, no malfunction of the cardiohelp could be confirmed within the log files. Based on the given information, no exact root causes could be identified. However, according to the risk file v24 ((B)(4)) following root causes can lead to wrong signals of the flow/bubble sensor as reported: influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor not plugged but recognized. Connection of non-compatible sensor. Environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage). Sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. Further, according to getinge product experts the most probable root causes for the issue "sensor came off the tubing while in use" are: latching groove is either worn or contaminated. The snap lever does not have sufficient lateral play in its groove (caused by clamping due to contamination). The tongue of the snap lever is worn. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Moreover, according to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2023-01-19 for the period of 2013-05-01 to 2023-01-04. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the given information and investigation results, no malfunction could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted, when additional information become available.

Event description:
It was reported that the flow/bubble sensor was not detecting properly. No harm to any person has been reported. Complaint ID: (B)(4).